Manufacturer narrative:
It was reported: the gloves are coming in incredibly matted to the box and ripping upon opening. The ICU nurses are relaying that the gloves are tearing and their hands are getting soiled. There are no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It has been reported the gloves are coming in incredibly matted to the box and ripping upon opening. The ICU nurses are relaying that the gloves are tearing and their hands are getting soiled.